Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue dilator is broken and there is a tool mark from the suture break. Additional analysis reveals that since the lead suture measures approximately 5.0 cm, it cannot be confirmed if the lead suture broke or if the needle dart detached cleanly. Analysis revealed no damage to the capio suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during an anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture on the third pass. It was found inside the capio cage. The procedure was completed with another uphold (tm) lite with capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture on the third pass. It was found inside the capio cage. The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.